Event description:
It was reported that this patient remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information from latitude data indicates this device recorded high out of range pacing impedance on the right ventricular (rv) lead. At this time, this device system remains in service and there were no adverse patient effects reported. Additional information from the clinic indicates that the high pacing impedance for the rv lead has been known since (B)(6) 2019 and the patient has been conservatively managed since then as the patient is minimally rv paced. The plan going forward is to keep monitoring the patient as usual. The device system remains in service. No adverse patient effects.